Event description:
Reporting status: death. Reporting rationale: the patient experienced a myocardial infarction and died. Device issue: no device malfunction has been reported. It was reported via a trial that the patient was doing yard work, and had a myocardial infarction and died according to his wife, who called in response to a message for 180 day follow up. Reportedly, the patient had been doing well up until this point. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the products because they were not returned for evaluation. Mi and death, are known risk of coronary stenting procedures and are listed in the device instruction for use as a potential adverse events. These patient effects are not unnecessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implant. In this case, it appears that the reported death is a secondary effect of the mi. However, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.